Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1101. Serial number: (B)(6). Batch/lot number: ax1g166690. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain, undesired sensations-stimulation-related, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b2: outcomes.

Event description:
It was reported the patient underwent revision surgery to have their tined lead moved to the other side of their body due to the physician not liking the position of the original lead. A few days after the surgery, the patient experienced extreme pain in their back and groin area. The patient let their neurostimulator battery deplete, so the stimulation had been turned off. The patient will need to meet with their local representatives to interrogate the neurostimulator. The clinical specialist met with the patient and did a reprogram. The patient is doing well. The patient was not prescribed medication for the reported pain that occurred post-revision surgery. The clinical specialist has not talked to the patient since the reprogram, but the patient said they would call if there were any problems. The clinical specialist does not know the patient's initial implant date. They believe it was in the fall of 2021, but the exact date is not recorded, and it was before the clinical specialist started with the company.

Event description:
It was reported the patient underwent revision surgery to have their tined lead moved to the other side of their body due to the physician not liking the position of the original lead. A few days after the surgery, the patient experienced extreme pain in their back and groin area. The patient let their neurostimulator battery deplete, so the stimulation had been turned off. The patient will need to meet with their local representatives to interrogate the neurostimulator. The clinical specialist met with the patient and did a reprogram. The patient is doing well. The patient was not prescribed medication for the reported pain that occurred post-revision surgery. The clinical specialist has not talked to the patient since the reprogram, but the patient said they would call if there were any problems. The clinical specialist does not know the patient's initial implant date. They believe it was in the fall of 2021, but the exact date is not recorded, and it was before the clinical specialist started with the company.

Manufacturer narrative:
UDI for concomitant product, neurostimulator: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: (b)(40.

Event description:
It was reported the patient underwent revision surgery to have their tined lead moved to the other side of their body due to the physician not liking the position of the original lead. A few days after the surgery, the patient experienced extreme pain in their back and groin area. The patient let their neurostimulator battery deplete, so the stimulation had been turned off. The patient will need to meet with their local representatives to interrogate the neurostimulator. The clinical specialist met with the patient and did a reprogram. The patient is doing well. The patient was not prescribed medication for the reported pain that occurred post-revision surgery. The clinical specialist has not talked to the patient since the reprogram, but the patient said they would call if there were any problems. The clinical specialist does not know the patient's initial implant date. They believe it was in the fall of 2021, but the exact date is not recorded, and it was before the clinical specialist started with the company.